Event description:
Reporter indicated that patient was implanted with the vns therapy device and was turned on by the surgeon at time of implant. Patient experienced vomiting post implant and was seen in the ER the next day and was subsequently admitted to the hospital. Additional information received indicated that the patient was diagnosed with a pulmonary emboli and was found to have "low blood oxygen." The devices was turned off. Implanting surgeon stated that the vomiting was due to the "patient taking pain medication on an empty stomach and not directly related to vns therapy." Good faith attempts are being made to obtain additional information.